Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as dry skin irritation .there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended something otc for the skin irritation. Follow up indicated that the skin irritation improved.